Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant magnesium results on the architect c8000 analyzer. The following data was provided (mg/dl): initial 1.29, repeats 1.86, 1.23 there was no impact to patient management reported.

Manufacturer narrative:
On 4/2/2019, the suspect medical device was changed from the clinical chemistry magnesium reagents ln 07d70-21 to the architect c4000 analyzer ln 01g06-11 sn (B)(6), both manufactured in irving texas USA. Manufacturing report 1628664-2019-00283 was submitted and all further information, including the product evaluation will be included in that report.